Manufacturer narrative:
Describe event or problem: correction - 14 atms corrected to 12 atms at which balloon ruptured. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 90% in-stent restenosed lesion was located in a moderately tortuous with no calcification proximal right coronary artery (rca). The 4.0 x 15mm quantum maverick balloon catheter was placed across a non-bsc stent and ruptured at 14 atms after an unspecified number of inflations. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that the 4.0 x 15mm quantum maverick balloon catheter ruptured on the first inflation at 12 atms (not the 14 atms originally reported). The balloon catheter was removed from the body intact.